Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 for a follow-up. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was post paced t wave oversensing. The device was reprogrammed to resolve the issue. The patient was in stable condition throughout.